Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The patient had an underlying rhythm and reported experiencing palpitations. The noise was felt to be consistent with oversensing related to the respiratory rate trend (rrt). Boston scientific technical services (ts) discussed potential causes and recommended programming rrt off. No adverse patient effects were reported. Rrt was programmed off. This product remains implanted and in service.